Event description:
It was reported that the insulin pump had intermittently responsive buttons. The customer's blood glucose was 133 mg/dl. The buttons were sticking and not responding to touch. The customer had initially called because they were unable to program a temp basal. Assistance was provided and it was noted that he customer was doing the process incorrectly. The customer stated that the insulin pump was beeping as if buttons were pressed, but it seemed as if the device was responding to earlier button presses, because the screen did not show any activity. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.